Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. Physio recommended that the biomedical engineer replace the quik-combo therapy cable and confirm proper device operation prior to placing the device back into service for use. Neither the device nor the quik-combo therapy cable were returned to physio-control for evaluation.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that the quik-combo therapy cable being used in conjunction with their device was intermittently not being detected by the device. As a result, defibrillation may be delayed or not available, if it were necessary.